Manufacturer narrative:
Concomitant medical products: product ID 3889, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp), via the manufacturer representative, reported the patient had an infection during the advanced evaluation. The infection was visible and the hcp decided to explant the lead. It was unknown what may have caused the event. A new lead would be implanted in 6 months and the issue was resolved at the time of the report. The patient's medical history included fecal incontinence.

Manufacturer narrative:
Date of birth is month/year valid. Concomitant medical products: product ID 388928, lot# 0210676959, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.